Event description:
It was reported that during a remote follow up, the device was found with battery voltage estimated to be 3.3 months to elective replacement indicator (eri) level. Two days prior, the longevity estimation on the battery was 5 months. The physician suspected longevity overestimation occurred during the previous remote follow up. Abbott technical support was contacted, device records were reviewed, and the difference in longevity estimations were suspected to be due to be due to the battery voltage decreasing one step between the transmissions and considered the battery depletion to be normal. No intervention was required. The patient was in stable condition.